Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that an alert was detected to check this right atrial (ra) lead. All available information indicates that this lead remains in service. No adverse patient effects were reported.